Event description:
Customer reported a past event of low blood glucose, with the lowest level being displayed as "low"; although specific value was not provided. Cause was not known. Customer attempted to treat their blood glucose level by consuming carbohydrates however, due to the blood glucose level, the customer lost consciousness and required assistance from paramedics to raise the blood glucose level with glucose. Customer was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels, and acknowledged understanding of this recommendation.